Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 scope communication error. The issue happened during a procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
While the device has not been received for evaluation, it is expected to be returned. Troubleshooting was attempted with the customer, but with limited information available. The customer could not specify the scope series connected to the device when the issues were happening, nor could he answer if the video scope cable was connected at the time of the issue. He did report that the user did not press the escape key to acknowledge the b30 error when it happened. A call was placed to follow up with the customer, who reported that the device has already been sent in for evaluation and repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be confirmed because the device was not returned. Olympus will continue to monitor field performance for this device.